Manufacturer narrative:
The batch number has been provided. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate. The batch number has been provided. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate.